Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left hypogastric artery using a lantern delivery microcatheter (lantern). During the procedure, while attempting to advance the lantern through a non-penumbra sheath, the physician was not able to advance the lantern into the target vessel; therefore, the lantern was removed. Upon removal, it was noticed the distal tip of the lantern was kinked. The procedure was completed using another lantern and the same sheath. There was no report of an adverse effect to the patient.